Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise. There was an additional untreated episode observed. It was also noted that there were morphology changes during the episodes. Technical services (ts) reviewed the data, recommended follow up to attempt to recreate the noise. This electrode remains in service. No additional adverse patient effects were reported.